Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking iodine. The leak was observed while the minicap was connected to the transfer set. This was observed during use of the device for pd therapy. There was no allegation against the minicap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6) health and welfare. Initial reporter address:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was damaged. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing was performed, and it was noted that there was leak beneath the in lab minicap indicating that damage to the female connector was present. The reported condition was verified. The cause of the condition was related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.